Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specification; it passed self test and displacement test. It was monitored for 24 hours and no blank display anomalies were noted. Power connector plug in and locked in place properly. No unexpected low battery alarms noted during testing or found at the downloaded pump history. The power management tool confirms the unloaded voltage and loaded voltage are within specifications. The device was received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. However, traces of corrosion were found at the electronic and motor assemblies per visual inspection. The device received with partially broken of piece of the reservoir tube lip, cracked keypad overlay at select button and retainer, minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a blank display. The customer¿s blood glucose was 170 mg/dl at the time of incident. Customer stated that the insulin pump buttons were unresponsive even after the battery has been changed. Customer also reported that the insulin pump had a blank display and troubleshooting was performed and completed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.